Manufacturer narrative:
Evaluation summary: customer reported no video image. The customer stated the image is dark. This was noticed (B)(6) 2021, there was no harm to the patient. The scope was not used during the procedure. However, there was no repair data that could determine the cause. We checked the returned unit and confirmed that the distal body chipped. Based on the result, we concluded that it was caused due to the physical damage applied on the distal body. In addition, we confirmed that the bending rubber discolored, the insertion flexible tube (ift) buckled, and the insertion flexible tube (ift) bump; however, they are not the main cause, and/or irrelevant to the alleged complaint.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax loaner video scope eg29-i10. In the event reported, it was stated that there was no video image. Additionally, the user stated the image is dark which was noticed (B)(6) 2021, there was no harm to the patient. The scope was not used during the procedure. The event timing is unknown. There was no adverse event reported with this complaint. The device was returned to pentax for further evaluation on service order (B)(4). The device is currently pending evaluation/investigation. A review of the service history indicates the device was routinely serviced at a pentax facility. On 14-oct-2021, a device history record (DHR) review for model eg29-10, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 17apr2018 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed no other information provided with this complaint.